Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. During a coronary artery bypass grafting, the suture on both sides were broken during continuous suturing when anastomosing the free graft to a major blood vessel. It was not a control release needle. Another product of a different lot was used but the suture on one needle side was broken during continuous suturing. The anastomosis was completed to the case by using the other needle side. No sample will be returned. There were no adverse consequences to the patient. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.